Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4) medical. Investigation results: a visual examination of the returned resolution 360 clip device noted that the clip assembly was fully deployed, and the clip was not returned with the device. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure on an unknown date. According to the complainant, during the procedure, the clip was defective and did not deploy properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.